Event description:
It was reported that the customer experienced a blood glucose (bg) level of 224 mg/dl. Bg was addressed via a correction bolus. The customer alleged the pump was not delivering a bolus as intended; however, this could not be confirmed as multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.